Event description:
Reporter stated that a patient's blood glucose was measured, using the suspect device, with back-to-back results of 47 mg/dl and 401 mg/dl. Reporter indicated that the patient's blood glucose was immediately retested on another one of the facility's monitors with a result of 305 mg/dl. Based on this value, patient was reportedly treated with regular and nph insulin (doses not provided). Quality control testing had reportedly been performed on the suspect device and the results were within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.